Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the spring wire guide is kinked during use. The device was removed and replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a guide wire without the advancer tubing, a cvc catheter, a dilator and a lidstock for analysis. Signs-of-use in the form of biological material was observed on the components. The customer also provided a photo depicting the reported defect and the returned sample. Visual analysis revealed that the guide wire was kinked and bent throughout its body. Microscopic examination revealed that the distal and proximal welds were spherical and intact. The j-bend was slightly misshaped. No other defects or anomalies were observed. The most severe kinks in the guide wire measured 262 mm and 426 mm from the proximal end. The guide wire length measured 601 mm, which is within the specification limits of 596 mm - 604 mm per the guide wire graphic. The guide wire outer diameter measured .799mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through the returned catheter. Resistance was encountered as the catheter was blocked due to a buildup of biological material. After the biological material was removed, the guidewire was able to pass through the catheter with ease. The guide wire was then passed through the returned dilator, lab inventory ars and lab inventory introducer needle. Little to no resistance was encountered. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire contained two severe kinks along its body. The guide wire met all relevant dimensional requirements and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the spring wire guide is kinked during use. The device was removed and replaced. No patient harm reported. The patient's condition is reported as fine.